Event description:
It was reported while using bd safetyglide¿ needle 3-ml syringe with 23-g x 1-in there was a crack that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: (a chemo product) dripped out of needle/syringe. Upon priming needle, everything went smoothly (no leaking). Nurse administered injection with correct technique but upon pushing plunger of syringe, medication dripped out from the base of needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd safetyglide¿ needle 3-ml syringe with 23-g x 1-in there was a crack that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: (a chemo product) dripped out of needle/syringe. Upon priming needle, everything went smoothly (no leaking). Nurse administered injection with correct technique but upon pushing plunger of syringe, medication dripped out from the base of needle.